Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04312 & 06091 & 2015-00531).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient allegations of elevated metal ion levels and fluid accumulation. Additional information received from patient medical record reports patient was revised (B)(6) 2014. Patient operative (op) notes report the presence of darkened synovium; joint fluid; and accumulation of synovial tissue, fluid, and tenosynovitis. Revision op report also noted a slightly vertical cup and metal corrosion on the trunnion. In addition, op notes report the issue may be more related to the trunnionosis rather than the metal-metal articulation. The modular head was removed and replaced. The cup was removed and replaced with a competitor component. Review of invoice history indicates that patient underwent a right hip revision procedure on (B)(6) 2011 due to an unknown reason. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.